Manufacturer narrative:
Evaluation of the returned penumbra system red 62 reperfusion catheter (red62) confirmed a fracture on the catheter. If the red62 is advanced against resistance during use, damage such as a kink may occur. Subsequent retraction of the kinked red62 likely caused the device to fracture upon removal. The reported mildly tortuous and mildly calcified anatomy may have contributed to resistance during the procedure. Further evaluation of the red62 revealed an ovalization and kinks on the distal segment. This damage may have occurred during advancement against resistance or handling of device post-procedure. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 62 reperfusion catheter (red62) and a guiding catheter. It should be noted that the patient¿s anatomy was mildly tortuous and mildly calcified. While advancing the red62 in the guiding catheter, the physician kinked the red62. As a result, the red62 and the guiding catheter were removed. It was reported that after removal, a fracture was also observed on the distal length of the red62. The procedure was completed using a non-penumbra catheter and the same guiding catheter. There was no report of an adverse effect to the patient.